Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis didn't identified any visible defects. During the microscope analysis it was found that the fiber was protruding from the metal cap indicating a glue failure. The fiber tip showed a distal circumferential fracture. Fiber card data indicated that the fiber was recognized by the console and was used. A soft joule limit was issued, which is not a failure of the device. It is a courtesy message indicating the point at which fiber removal from the console would invalidate further fiber usage.the fiber was used up to 79,350j. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Based on analysis result, there was no fiber tip break, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed fiber damage. The information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified or the identified distal circumferential fracture as the forward firing rate was below the threshold for potential patient harm

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 79,358 j and 9.18 minutes of use. Boston scientific has been unable to obtain information about the patient outcome, despite good faith efforts. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 79,358 j and 9.18 minutes of use. Boston scientific has been unable to obtain information about the patient outcome, despite good faith efforts. There were no patient complications.